Event description:
The customer complained of questionable glucose results for 1 patient from accu-chek inform ii meter serial number (B)(4). At 12:02 pm the glucose result from the meter with capillary blood was 383 mg/dl with an error. At 12:04 pm the glucose result from the meter with capillary blood was 227 mg/dl. There was no allegation of an adverse event. The customer stated that prior to the measurements the patient had pancakes with syrup. She stated that maybe she did not get all of the syrup off of the patient's fingers when she cleaned them. At 12:47 pm the qc on the meter was acceptable. The suspect device was requested to be returned for investigation.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with retention strips. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 43, 42, 44 mg/dl, level 2 ¿ 293, 296, 296 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.